Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported an infection that started right after being implanted but the doctor could not remove it right away because he was injured. He had to be treated by a wound center and an infection disease center. The patient was being treated for (B)(6) at the time of the call. The implantable neurostimulator (ins) was going to be removed on (B)(6) 2015. Additional information received reported that the ins/leads were removed on (B)(6) 2015. Additional information received from the healthcare provider (hcp) in response to follow-up confirmed the explant and noted that the cause of the (B)(6) remained unknown. PICC line and IV antibiotics as well as wound care were noted as interventions. Relevant medical history included spinal pain.